Event description:
On march 19, 2008, it was reported to boston scientific corporation, that a prolieve thermodiliation system was used two days prior, in a benign prostatic hyperplasia (bph) procedure (patient weight unknown). According to the complainant, during the procedure while performing ablation, the rectal temperature monitor (rtm) temperature sensor number one failed. The rtm was replaced and the rtm sensor number one failed again. The procedure was completed with this device. No patient complications were reported as a result of this event.

Manufacturer narrative:
No consequences or impact to patient . Sensor problems. A field service engineer (fse) was dispatched to the user facility. The evaluation of this device found the channel 1 tc module was not seated properly causing a "0" reading. The module was re-seated and tc 1 reads properly. The reported problem was confirmed. The root cause could not be determined.